Manufacturer narrative:
If additional information becomes available a follow up report will be submitted.

Event description:
It was reported an issue with novosyn suture. The client reported that suture had broken while both knots remained intact inside patient body. A patient underwent a caesarean section (c-section) on (B)(6) 2026. Subsequently, on (B)(6) 2026, the patient experienced abdominal discomfort and sought treatment at (B)(6) hospital. According to the attending doctor, the patient was diagnosed with a burst abdomen involving the rectus layer. Upon assessment, it was noted that the suture had broken while both knots remained intact. Additional information: patient information (age, weight): 30+ with the weight of 60kg before delivery. How was the situation solved (required re-operation, additional treatment, which one/s)? Patient went through c-sec delivery (it was 2nd delivery. History of 1st baby was born under natural vaginal delivery) & her wound was sutured by c0068557n1 novosyn 1 hr40s. After a week, patient admitted to state hospital, (B)(6) hospital after feeling discomfort internally on wound area & open surgery required. The doctor found suture dissolved & left only knots at the two ends of wound. The doctor re-closed the internal wound. Patient outcome: based on the last interview with o&g consultant from (B)(6) medical centre, patient currently under recovery & no further complication.